Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a procedure, poor aspiration occurred when "driving cutter." The procedure was completed without patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy calve assembly cable was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on july 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to vitrectomy calve assembly cable. A new feature was added to create more consistent performance measures, across all valves. (B)(4).